Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off in the middle of the night from 25% battery life. Customer reported blood glucose (bg) level was 469 (mg/dl) with small to moderate ketones. A manual injection was delivered to address bg level. Review of pump data by tandem technical support showed the pump battery depleted from 20% to 5% within a few minutes prior to shutting off. Reportedly the customer has manual injections as alternate insulin therapy.